Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, the patient underwent a tka surgery. On unknown date, the patient was lying with the lower leg hanging out of the bed. When the patient woke up, the patient put his/her foot on the floor and had a strange feeling. The patient visited the hospital. When an x-ray was checked, it was confirmed that the insert was rotating 90 degrees. On (B)(6) 2022, a revision surgery was performed, and the insert was replaced with a new one. When a 12 mm insert trial was fitted, it was not so loose, so the surgeon inferred that the rotation of the insert had been greatly affected by the drooping of the lower leg at bedtime. Considering the risk of dislocation, the surgeon decided to use a 16 mm insert as a replacement even if it was a bit tight. The revision surgery was completed successfully. No further information is available. Doi: (B)(6) 2022, dor: (B)(6) 2022, unknown knee.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was received for examination. After physical review of the piece, it was not possible to confirm the reported allegation since the complaint device does not show anomalies or a defect that could be contribute to the alleged failure, therefore the complaint cannot be confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.